Event description:
It was reported that upon inspection at the warehouse distributor the cardiosave intra-aortic balloon pump (iabp) had a burnt pixel on the lower display screen. This was noted by the distributor's technical service team when unpacking the iabp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and in order to fix the issue he replaced display assembly screw kit and touchscreen assembly. The defective components were received for further investigation.the nrc received touchscreen assembly for evaluation. Inspection of the touchscreen assy was completed with no visual damage observed. The touchscreen functioned normally, however one pixel was frozen an aqua-blue color in the upper left hand corner of the screen.retaining the touchscreen in the national repair center per procedure number (B)(4) revision ad.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.